Event description:
The patient's daughter reported that the infusion device used by her father is not working correctly. She reported that during the night between friday (B)(6), her father had a hyperglycemic crisis (over 900 mg/dl) and was taken to the hospital, received insulin by drip. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.